Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that scr ø1.5 self-drill l6 tan 1u I/clip, the photographs attached were reviewed, however in the images provided no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the scr ø1.5 self-drill l6 tan 1u I/clip] would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: monument. Manufacturing date: 28-sep-2025. Part number: 04.503.226.01c, ti matrixmidface screw self- drilling 6mm. Lot number: 83986p3 (non-sterile). Lot quantity: (B)(4). Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: 74251p8. Lot quantity: (B)(4) lbs. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 17-jun-2025 was reviewed and determined to be conforming. Lot summary report dated 27-jun-2025 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: a manufacturing record evaluation was performed for the finished device with batch number 83986p3. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure, a 1.5 mm self-drilling screw from the matrix midface system was inserted. During the tightening process, the screw head stripped, leaving the screw core embedded in the bone with a portion protruding. Despite several attempts, the screw could not be removed as no instrument was available to remove the screw. The doctor then decided to continue the procedure, successfully completing the surgery without complications for the patient or delays in the surgical schedule.